Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the sales rep that during an open colectomy, the firing knob was broken off on the way of the 4th firing of feea. No pieces were left inside the patient. No additional treatment was required. There were no adverse consequences to the patient.